Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarms unexpected restart everytime she changes the battery. The blood glucose was unknown at the time of the incident. The insulin pump was not stored or not in use for extended period of time. The customer was assisted with troubleshooting and the device alarmed after inserting a new battery. The insulin pump will be returned for analysis.